Event description:
It was reported that the patient was cooled to 33.5 for 72 hours in an arctic sun device. Staff started rewarming and patient got to 35 and then started to drop back down.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. Per additional information received via mail on 11nov2025, the issue resolved onsite by biomeds. Issue couldn¿t be replicated. Passed pm, new device was used. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was cooled to 33.5 for 72 hours in an arctic sun device. Staff started rewarming and patient got to 35 and then started to drop back down. Per additional information received via mail on 11nov2025, the issue resolved onsite by biomeds. Issue couldn't be replicated. Passed pm, new device was used.